Manufacturer narrative:
Device is combination product. Literature citation: noad rl, et. Al. ¿initial experience of bioabsorbable polymer everolimus-eluting synergy stents in high-risk patients undergoing complex percutaneous coronary intervention with early discontinuation of dual-antiplatelet therapy¿. J invasive cardiol. 2017; 29 (2): 36-41. Device evaluated by MFR: the device was not returned to the complaint investigation site (cis) for analysis. A review of the manufacturing documentation could not be performed as the batch number is unknown. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same literature article as MDR ID: 2134265-2017-10385, 2134265-2017-10387, 2134265-2017-10386 and 2134265-2017-10367. It was reported via literature that target vessel revascularization (tvr) occurred. This study assessed patients who underwent percutaneous coronary intervention (pci) with a synergy stent to examine a minimum of 6 months of clinical outcomes after early discontinuation of dual antiplatelet therapy (dapt). Stenting involved left main stem, multivessel disease and chronic total occlusion lesions. Post dapt discontinuation there was one patient death due to heart failure, 3 tvr¿s with pci and one patient with in-stent restenosis treated with coronary artery bypass graft surgery. There was no stent thrombosis or myocardial infarction. In conclusion the literature indicated that use of the synergy everolimus-eluting stent allows for early discontinuation of dapt, reducing risk of bleeding complications and facilitating non-cardiac procedures, without an increase in stent thrombosis and with excellent results for tvr.